Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned unit confirmed a shaft detachment at 24.4cm from the catheter tip. The balloon protector was returned over the balloon. It was not possible to apply a vacuum to the balloon as the shaft was broken however the balloon protector was removed from the balloon with slight resistance. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "during preparation and positioning of the flextome cutting balloon device, it is important that all air and fluid are excluded from the inflation lumen of the catheter until the balloon is in position at the lesion site." During preparation, the user must "immediately withdraw inflation device plunger to full negative and place the inflation device in a locked position. This will maintain a constant vacuum on the flextome cutting balloon device. Do not allow air or fluid into the balloon until inflation." (B)(4).

Event description:
It was reported that during preparation for a cardiac catheterization with stent placement procedure, a shaft separation occurred. The target lesion was located in the proximal right coronary artery. A 10/3.50 flextome cutting balloon catheter was selected to treat the target lesion. Difficulties were encountered during removal of the blue protective cap of the balloon. It was noted that the physician pulled the balloon protector firmly and the distal shaft ot the balloon separated. The balloon protector was never removed. The procedure was completed with another of the same device. No patient complications were reported and patient's status is fine.

Event description:
It was reported that during preparation for a cardiac catheterization with stent placement procedure, a shaft separation occured. The target lesion was located in the proximal right coronary artery. A 10/3.50 flextome cutting balloon catheter was selected to treat the target lesion. Difficulties were encountered during removal of the blue protective cap of the balloon. It was noted that the physician pulled the balloon protector firmly and the distal shaft ot the balloon separated. The balloon protector was never removed. The procedure was completed with another of the same device. No patient complications were reported and patient's status is fine.

Manufacturer narrative:
(B)(4).